Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed that the battery fully depleted and shut off from 35% within 24 hours. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to gather more information from the customer. However, no additional information was provided.